Event description:
Complainant alleged that during biomed testing, the device powers up but there is no video display. Complainant indicated that there was no patient involvement in the reported malfunction.